Event description:
It was reported that the pump touchscreen was cracked, unresponsive, and unreadable. There was no reported information provided on whether the customer's blood glucose level was impacted. The customer reverted to an alternate form of insulin therapy.